Event description:
Customer reported unexpected negative reactionswhen testing sample containing anti-cw with capture-r ready-screen4 (crrs 4) on the galileo.

Manufacturer narrative:
We tested returned samples on 2 in-house galileo instruments using retention crrs4, lot k229.sample 1 tested negativesample 2 tested negativesample 3 tested negativea known anti-cw in-house sample tested positive on retention crrs4, lot k229 on both instruments.tested sample manually in tube test using retention panocell-16.sample 1 was negative at all conditions with cell 1 (cw neg)sample 1 was -/+ at 4°c, 1+ at rt, (+) at 37°c, 1+ at ict (polycl. Ahg) and (+) at ict (monocl. Anti-igg) with cell 2 (cw pos)sample 2 was was negative at all conditions with cell 1 (cw neg)sample 2 was -/+ at 4°c, (+) at rt, 1+ at 37°c, (+) at ict (polycl. Ahg) and (+) at ict (monocl. Anti-igg) with cell 2 (cw pos)sample 3 was was negative at all conditions with cell 1 (cw neg).sample 3 was -/+ at 4°c, -/+ at rt, (+) at 37°c, 1+ at ict (polycl. Ahg) and (+) at ict (monocl. Anti-igg) with cell 2 (cw pos)